Event description:
Pt underwent coronary artery bypass grafting (CABG) procedure. Pt was re-operated on 1 hour post-op to treat tamponade and increased bleeding. Bleeding was at the proximal end of an anastomosis created with the c-port anastomosis device. Surgeon stated it is possible that there was incomplete clip formation at the anastomosis, but he saw no evidence of that occurring. Pt was discharged (B)(6) 2006.

Manufacturer narrative:
Device was not returned for eval. No medical action taken at this time. Reported bleeding or oozing is a known risk in general CABG procedures involving intermittent clips or sutures. It is unclear that this event is related to c-port clip formation or device performance. This event was reported from one source and is being reported in good faith.